Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2011; inratio: 6.1; retest no 1 inratio: 5.4; retest no 2 inratio: 4.3; retest no 3 inratio: 5.6. A 5.4 result done shortly after 6.1 result. Pt self tested then waited an hour and got the 4.3 result after replacing the meter's batteries. Pt self tested then used the same finger to test and got a 5.6 result. Pt's target therapeutic range is 2.5-3.5. Pt recently began taking testosterone. Pt's doctor lowered his coumadin dose due to addition of testosterone to regimen.

Manufacturer narrative:
Investigation pending.